Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information obtained from the field which indicated that the lead was surgically abandoned due to unknown other non-product experience. Moreover, the lead was capped as a new single chamber system was implanted on the right side due to occlusion on the left. No additional adverse patient effects were reported.